Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan USA to report the one touch ultralink meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 225 mg/dl on the reported meter and a laboratory result of 179 mg/dl within 10 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, and the test results fell outside expected values for accuracy testing, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.